Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to product performance issue. Noted that the patient had an open heart surgery in which the ra lead was compromised and threshold was 3.5 v at 1.0 ms. This ra lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. Analysis was completed and reviewed. Analysis identified that the lead passed both resistance and continuity testing. The lead was revealed to have a very stretched coil.